Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and erosion are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and erosion.

Event description:
Patient reported "implant protruded through the incision site, hematoma, pain and seroma and unhappy with the size of the implants". This record is for the left side. The device has been explanted.